Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer changed the pump supplies and delivered a correction bolus to address elevated bgs. At the time of the report with tandem technical support, the customer had already changed the cartridge and infusion set, therefore, no troubleshooting could be performed to determine a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.